Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 32.4 mmol/l and 12.4 mmol/l on the compact plus system. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction has been reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The suspect test drum, returned to the manufacturer, was empty. Retention data provided. The event occurred in another country.